Event description:
It was reported that the kv reached maximum output and there was a loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.